Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
Related manufacturer reference 9680001-2016-00044, 3005188751-2016-00043 following a successful ablation procedure on (B)(6) 2016, the patient was discharged to home in stable condition. The next evening, the patient lost consciousness and emergency medical services found the patient asystolic and CPR was initiated. After the thirty minute transport to the hospital, the patient remained asystolic and was pronounced dead on arrival. It was indicated the patient had stopped taking his anticoagulant after the procedure. There were no performance issues with any sjm device during the procedure.